Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 400 mcg/day) via an implanted pump. It was reported that the patient came in for a routine pump refill on (B)(6) 2020. During the refill, there were 2 attempts at needle placement otherwise the refill was unremarkable. On the patient¿s way home after their pump refill, the patient started vomiting and they called 911. The patient was transported back to their facility and they noticed that the patient was having a baclofen overdose. Two hours after the visit, the patient presented with sedation followed by vomiting and unresponsiveness requiring intubation in the ER (emergency room). The patient was hospitalized. On assessment in the picu (pediatric intensive care unit), there was a mild bulge over her pump site and when the pump was accessed, it was empty. The pump was refilled on the evening of (B)(6) 2020 and the rate was reduced. The patient then developed withdrawal symptoms following extubation on (B)(6) 2020 but was back to baseline function after the pump was programmed to the original settings. Today ((B)(6) 2020) was the first refill after the pocket fill. The hcp felt that she was in the reservoir and the access was uneventful, but she was expecting to aspirate 7.8 ml and could only get 1 ml. She got back clear fluid and bubbles and the needle felt right. They called in out of an abundance of caution. It was discussed that because of the pocketfill there may not be any more medication in the reservoir. Additional information was received on 07-dec-2020 from the hcp via a company representative who reported that the cause of the volume discrepancy on 17-nov-2020 was unknown. The patient did not present with or report any withdrawal symptoms. They instilled 20 ml of saline into the pump and then were able to pull back exactly 20 ml of saline. At that time, they felt comfortable refilling the pump with 40 ml of baclofen and the pump accepted all of the 40 ml. The patient reported feeling dizzy and having a headache about one hour after the refill. The managing clinicians were planning to watch for any future discrepancies and the family was going to watch for any symptoms. The family had not called in to report any concerns since the last visit. The pump remained implanted and still in use.